Event description:
It was reported that the left ventricular (lv) lead dislodged into the inferior vena cava (ivc). The lv lead was programmed off. The lv lead was explanted and replaced. There were no complications or adverse effects. The patient was recovering.